Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction at the sensor insertion site. Sensor was inserted at abdomen. Date of sensor insertion is unknown. Patient's wife described the skin reaction as a hard, red, inflamed and infected rash. Patient treats the affected area with a topical antibiotic. Date of prescription and medical intervention is unknown. Brand name of prescription antibiotic is unknown. At the time of contact, patient's wife reported current condition of skin reaction as good. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).